Event description:
A nurse reported that high lead impedance was observed on (B)(6) 2013, and subsequently the patient's device was turned off as recommended in manufacturer labeling. The patient had recently had generator replacement on (B)(6) 2013, and then he had a significant fall on (B)(6) 2013. There is no plan for surgery thus far. Follow-up with the nurse revealed that there is a possible slight increase in seizures accompanying this event, but it is unclear if it began as a result of the high impedance or after the device was disabled. Attempts for additional information from the nurse have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed all quality tests were passed prior to distribution of th lead. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The initial report inadvertently did not check the adverse event. The initial report inadvertently did not check the outcome of the adverse event. The initial report inadvertently did not report the additional information received from the nurse on (B)(6) 2013.

Event description:
The nurse further reported on (B)(6) 2013 that high impedance was observed on both normal mode and system diagnostics. It is unknown if the patient's fall on (B)(6) 2013 may have caused/contributed to the high impedance. X-rays were taken and no discontinuity was noted. However, the x-rays have not been received by the manufacturer to date. The relationship of the increased seizures to pre-vns baseline levels is not known, and it is unknown if there were any causal or contributory programming changes, medication changes or other external factors that preceded the onset of the increased seizures. The patient is being monitored but there are no plans for interventions to date. Although surgery may occur in the future, it has not occurred to date.